Manufacturer narrative:
Service was scheduled but was cancelled as the issue was resolved by the customer. The customer stated they located loose worn tubing at cvl93/128. The customer cut and reconnected the tubing resolving the leak and errors generated by the instrument. (B)(4). Customer resolved leak himself.

Event description:
The customer reported a leak described as a few drops of fluid under the coulter® lh 750 hematology analyzer; the leak was not contained within the instrument. The instrument also generated "sheath tank not full" errors. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.